Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring was broken. It was also reported that the reservoir ring was fell off the insulin pump. The customer's blood glucose level was 150 mg/dl at the time of incident. It also stated that the reservoir and infusion set does not show any signs of damage. It was also reported that the due to reservoir ring was broken reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. We were unable to perform the displacement test due to missing retainer.